Event description:
It was reported by a customer in the USA that, an 840 ventilator had an intermittent display. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse adjusted the graphic user interface (gui) to breath delivery (bd) cable to correct the alleged malfunctions. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).